Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus amount. Customer stated they did not deliver the bolus. During troubleshooting it was found that the customer programmed their carbohydrate (carb) ratio incorrectly. Customer accidentally programmed 1 unit of insulin for every 2 carbs instead of 1 unit of insulin for every 20 carbs. Tandem technical support guided the customer through adjusting their settings. Customer's blood glucose level was 131 mg/dl.